Manufacturer narrative:
There was no report that a da vinci system, instrument or accessory malfunctioned during the procedure. Additional patient information; height 168 cm., body mass index (bmi) 24.4kg/m2.

Event description:
A patient in a study underwent a da vinci-assisted hysterectomy procedure. The patient had an elevated temperature twice post-operatively and was in pain, resulting in an inpatient stay of 8 days. The fever and pain were treated with unspecified medications and resulted in a prolonged hospitalization. It has been confirmed there was no confirmed infection and no source of the pain was reported. The study investigator reported the fever as moderate severity, a serious adverse event (requiring hospitalization), a clavien-dindo grade ii and possibly related to the study procedure. The event of pain was reported as moderate severity, a serious adverse event (requiring hospitalization), a clavien-dindo grade ii, and not related to the study procedure. Discharge to home occurred eight days after the index procedure and both events were reported as resolved three days later. There were no intra-operative complications or da vinci device malfunctions.